Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the emergency room after experiencing a syncopal episode. Multiple non-sustained right ventricular oversensing episodes were triggered due to noise artifact. Turning off the low frequency attenuation filter was recommended. The pacemaker sensitivity was decreased. The patient will continue to be monitored. No further information is available.